Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after successfully discharging ang and converting the patient's rhythm the device displayed an unknown defib error message. Complainant indicated the patient did not require subsequent treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defibrillation cycling testing without duplicating the report. Review of the device log found a one-time pd reset in the log. This is not an indication of a device malfunction but the device self correcting based on an undesired circumstance to allow use of the device. The device investigation determined no issues with the device. The device was recertified and returned to the customer. A zoll representative will review the investigation with the customer to help understand if external environment could have been a contributing factor (i.e. Rfi). No trend is associated with reports of this type.